Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained gablofen at a concentration of 2000 mcg/cc with a dose of 411 mcg/day. It was reported the representative helped the hcp do a dye study/roller study the day of the report. It was noted that dye pooled in the thoracic area despite the tip of the catheter being in the cervical area. The patient¿s dystonia was increased especially in the mouth area. Despite going up on the dose post-implant, the patient did not get efficacy except for the first 2 weeks post-operation. The representative believed they would have the catheter revised, but they did not have a date. It was unknown what environmental/external/patient factors might have led or contributed to the issue. The issue was not resolved at the time of the report. Patient medical history included anoxic brain injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.